Manufacturer narrative:
There were no alarms noted in the calibration performed on (B)(6)2022. However, the calibration signals were lower than expected. The qc recovery had results outside of the 2 sd range. A liquid level detection (lld) noise alarm was noted in the alarm trace on (B)(6)2022. The error was noted after aspiration. On the first service visit, the field application specialist (fsa) noted that there were inserts on positions 1-5 of the sample disk. He also checked the onboard reagents. There was no foam or air bubbles noted. He noted that the customer would only run one qc per day. Qc 1 and qc 2 were run every alternate day. He also noted that the procell/cleancell system solutions were dated (B)(6)2022. The customer stated that they only replaced the solutions when it was finished onboard. Product labeling states: "procell stability: unopened at 15-25 °c up to the stated expiration date on the analyzers, open total of 72 hours (3 days) on the analyzers, alternating between open and closed 4 weeks (do not exceed 72 hours open in total)." "Cleancell stability: unopened at 15-25 °c up to the stated expiration date on the analyzers, open total of 72 hours (3 days) on the analyzers, alternating between open and closed 4 weeks (do not exceed 72 hours open in total)." The field service engineer (fse) confirmed that the sample and reagent probe cover was sitting properly. He performed mechanical and precision checks with acceptable results. He inspected the sipper, sample, and reagent probes and did not find any issues with the adjustments. He checked the sipper, sample, and reagent probe voltages and noted that they were within specifications. The sample and reagent probe tubings were noted to be sitting properly. He performed qc with acceptable results. On the second service visit, the field service engineer (fse) noted that the mixer paddle was bent and the table cover assembly was broken. He then replaced the paddle mixer paddle and the table cover assembly. He performed adjustments on the paddle mixer and sample and reagent probe. He set the correct time on the analyzer. He performed qc with acceptable results. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg test system result for one patient sample tested on a cobas e 411 disk. The initial result was reported outside of the laboratory. The result did not correlate with the previous result so the doctor requested a rerun. The sample was sent out to another laboratory for the second rerun. The initial result was 1.8 miu/ml with a data flag. The first repeat result was 216.9 miu/ml with a data flag. The second repeat result from the other laboratory was 209 miu/ml. This repeat result was reported to the doctor. The reagent lot number is 566671 with an expiration date of 31-jan-2023.